Event description:
Report received from germany regarding "injection of zyderm 1ml followed by induration and redness in the corrected area". Patient was treated with "corticoids - local and oral" at the end of december. The treatments were not effective.